Event description:
A report was received via social media that the patient was experiencing numbness. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate pain relief.

Manufacturer narrative:
Explant date: (B)(6) 2019.

Event description:
A report was received via social media that the patient was experiencing numbness. The patient underwent an explant procedure. No further information could be obtained.